Event description:
The customer reported, the device displayed defib failure cycle power and error code 1000. There was no report of pt impact.

Manufacturer narrative:
(B)(4). The customer reported, the device displayed defib failure cycle power and error code 1000. There was no report of pt impact. A philips field service engineer (fse) evaluated the device and confirmed the defib failure cycle power condition. The fse resolved the condition by replacing the power pca.